Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the tampons fell apart. She manually removed the remaining tampon pieces. She has not experienced any unusual symptoms.